Event description:
Inzil 10mm retrieval system endoscopic pouch end placed into abdominal cavity via trocar/port to retrieve right renal mass - when instrument "came/fell apart" in abdomen (pieces of endoscopic pouch retrieval system detached into separate pieces) - all obvious pieces retrieved out of abdomen by the surgeon; abdominal xray ordered taken at end of case. Incident reported to surgery supervisor. No obvious injury to pt. X-ray confirmed no retained fragments. FDA safety report ID# (B)(4).